Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as the reason for non-evaluation. If the device returns, a device investigation will be performed. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a stent assist coil embolization to the left middle cerebral artery (mca), a 4.5x37 enterprise intracranial neurovascular stent 12 mm dw tip (enc453712, 6976990) became impeded in a prowler select plus microcatheter could not advance anymore. The physician retracted the stent and found it released outside of patient¿s body. A new stent was switched to complete the surgery. There was no patient injury report. Additional information received indicated that other devices were successfully used with the microcatheter prior to or after the encountered resistance. It was not necessary to remove or replace the mc. The device did not appear damaged at any time. There was nothing obstructing the microcatheter. A continuous flush on the microcatheter was maintained. There was no excessive force applied to the device. It was confirmed that the stent did not prematurely deploy in the microcatheter or in the microcatheter hub.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received confirmed that it was not necessary to remove the microcatheter when the stent was retracted. The original microcatheter was used with the replacement stent to complete the procedure. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a stent assist coil embolization to the left middle cerebral artery (mca), a 4.5x37 enterprise intracranial neurovascular stent 12 mm dw tip (enc453712, 6976990) became impeded in a prowler select plus microcatheter (product/lot unknown) could not advance anymore. The physician retracted the stent and found it released outside of the patient¿s body. A new stent was switched to complete the surgery. There was no patient injury report. Additional information received indicated that other devices were successfully used with the microcatheter prior to or after the encountered resistance. It was not necessary to remove or replace the mc. The device did not appear damaged at any time. There was nothing obstructing the microcatheter. A continuous flush on the microcatheter was maintained. There was no excessive force applied to the device. It was confirmed that the stent did not prematurely deploy in the microcatheter or in the microcatheter hub. Additional information received confirmed that it was not necessary to remove the microcatheter when the stent was retracted. The original microcatheter was used with the replacement stent to complete the procedure. One picture was attached to the complaint file in which it can be seen that the stent is inside of a syringe, no damages can be appreciated on the stent. The rest of the device was not shown in the picture. A non-sterile delivery wire of an EU 4.5x37mm stent 12 mm dw tip was returned contained in the decontamination pouch. Upon receiving the stent component was visual inspected and it was found to be in good condition (i.e., no broken struts or marker bands, no kinks). Introducer and delivery wire were not returned for analysis. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue documented that the stent became impeded inside the microcatheter could not be evaluated. However, since the stent was received deployed and detached from the delivery wire the customer complaint regarding the premature deployment can be confirmed. The event description and the condition of the returned device analysis do not provide clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. A device history record (DHR) of the lot number 6976990 was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. One picture was attached to the complaint file in which it can be seen that the stent is inside of a syringe, no damages can be appreciated on the stent. The rest of the device was not shown in the picture. A device history record (DHR) was performed, and no non-conformances were identified. The customer complaint was confirmed since the stent was noted already detached from the unit; however, the exact time when this condition occurred can not be determined. Also, the customer complaint regarding an impeded condition could not be evaluated. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned.